Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
"During bone preparation, robot consistently cutting out due to lose of base array visibility. Base array in field of view. Camera cleaned and moved. Vizadiscs changed. Establish one of them was loose. Silver peg on base array was noted as rotating, not fixed. When saw was oscillating vizadisc was moving causing lose of sight."

Event description:
"During bone preparation, robot consistently cutting out due to lose of base array visibility. Base array in field of view. Camera cleaned and moved. Vizadiscs changed. Establish one of them was loose. Silver peg on base array was noted as rotating, not fixed. When saw was oscillating vizadisc was moving causing lose of sight.".

Manufacturer narrative:
Reported event: an event regarding deformation involving a mako arrays was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the event. Device is deformed on the top edge. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.